Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a chevalier technique carotid artery endarterectomy procedure on an unknown date and continuous suture was used. The patient was given post-operative prophylactic lovenox. The suture broke the morning of post operative day four. The patient experienced bleeding, hypovolemia and a hematoma that compressed the airway. The patient went back to surgery minutes later. During the re-operation, the longitudinal arteriotomy was found wide opened and the suture was found broken in the middle of the suture. A clamp was placed on the common carotid artery. An exact same running suture was used to redo the closure of the arteriotomy. The previous strand was removed. The patient recovered smoothly and went home day ten after the re-operation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.